Event description:
Patient had CABG surgery, was stable immediately post-operatively, however with excessive bleeding noted shortly after surgery - 20 point hematocrit drop. Patient was taken emergently back to or for exploration. Found metal clips on vein graft had loosened and fallen off. Repaired.